Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 308 mg/dl. The drive support is normal. The alarm occurred while changing the reservoir. Customer stated insulin keep squirting out and could not rewinding and priming process. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device was received with compromised force sensor system alarm during basic occlusion test due to moisture damaged inside force sensor resistor.